Event description:
It is reported by the patient that their insulin pump is giving a button error. The patient's blood glucose level is 300mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. Traces of corrosion found at the motor assembly. The unit was received with cracked case at display window corners and reservoir tube, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.